Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the dso (downstream occlusion sensor) and seal had contamination. The customer stated problem was duplicated. The dso failed calibration. Error was found also in the event history log multiple times. The dso and it's seal were replaced during repair process. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device gave a "cassette not attached properly" message. There was no patient, or clinician injury associated with these occurrences. It occurred during testing.